Event description:
My daughter takes quillivantxr (25/5). She takes 2ml every day with the syringe provided with her medication (it states for use with quillivantxr only). The 60ml bottle should have 30 doses for my daughter given her daily amount of 2ml. We are short 4 days of doses, 8ml. We discovered there is a loss of almost .25 ml for each administration because the syringe tip holds liquid after administration. After further investigation, we discovered the documentation for quillivantxr shows a different syringe, one that has a tip on the plunger to dispense the extra liquid that would be left in the tip of the syringe. The syringe that comes with the medication is not what is shown. The plunger is flat. This has resulted in waste of product and having 4 days unaccounted for in her medicine because the medicine is a regulated drug and the pharmacy will not refill early. While adhd is not a condition that is life-threatening without medication, we wanted to report this issue to as many entities as possible as any other medication that could succumb to the same scenario could cause irreparable damage. Please look into this, I am happy to provide images and documentation to assist.